Manufacturer narrative:
Follow-up attempts were made to obtain the event information and product return; however, there has been no response from the clinic. Once new information is obtained and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using an astron clearsplint nightguard. The patient reported having burning sensation on the tongue shortly after wearing the nightguard.

Manufacturer narrative:
The product sample was not returned. No investigations could be conducted.